Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the suture broke at the knot during knot advancement, and a second proglide was used to achieve hemostasis. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.